Manufacturer narrative:
Date of infection and device breakage is not known. PMA/510k: this report is for four (4) unknown 2.7mm va locking screws. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported as 2012. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery sometime in 2012 for treatment of a distal tibia fracture. Patient was implanted with one (1) anterior medial (va) variable angle plate and nine (9) screws. Four (4)3.5mm cortex screws and five (5) 2.7mm va locking screws. On an unknown date post-operative, patient presented with infection. Also, the four (4) 2.7mm va locking screws were broken. On (B)(6) 2017 surgeon was only able to removed one of the broken screws completely from the patient¿s distal tibia, but three (3) distal broken screw end portions were left inside the bone. Since the tibia fracture had already been healed no further bone fixation was used. Patient was revised to antibiotic cement beads to treat the infection. All implants have been retained by the hospital. Revision surgery was completed successfully with a 15-20 minute time delay. The time delay events have been captured in complaint (B)(4). Patient is reported in stable condition. This report is for four (4) unknown 2.7mm va locking screws this is report 2 of 4 for (B)(4)